Event description:
It was reported that the patient experienced stimulation during post shock bi-ventricular pacing. It was determined that the most stimulation occurred while the left ventricular (lv) lead was programmed to sense ring to coil. The lead sensitivity was reprogrammed, and the lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 5076 implantable pacing lead - 2010 (B)(6); 7120 competitor implantable tachy lead - 2010 (B)(6). (B)(4).